Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 70% stenosed lesion being treated was located in the previously stented, very tortuous proximal right posterior descending artery (pda) and previously stented proximal and distal right coronary artery (rca). The lesions were not predilated. The physician deployed a 2.75x8mm taxus express2 drug eluting stent in the ostium of the pda and a 3.50x8mm taxus express2 drug eluting stent deployed in two locations in the proximal rca. Angiography revealed excellent angiographic results. The stents were fully expanded with 0% residual narrowing and timi grade iii flow. The pt tolerated the procedure well. Two years and 2 months post the taxus stent placement, the pt presented with a myocardial infarction. It was later determined that there was thrombus (location not specified) and the lesion was totally occluded. The physician was able to open the vessel and the pt is fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.